Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for chronic low back pain. The patient stated that beginning like a week or 2 ago their stimulation was off so they had back pain. They are having trouble getting their therapy to turn on. They have it charged but it is not on so their back is killing them from having the therapy off. The patient noted that they still get pain even with their ins on as it does not take away the pain completely but it does help. The call got disconnected so troubleshooting could not be performed. No further complications were reported/are anticipated.